Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under-infusion which was reproduced during evaluation as an under infusion during flow accuracy testing. This was found to be caused by pressure plate travels that were out of specification. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed (under infusion) during chemotherapy (dose, programmed amount and delivery rate unknown) in the "4onc" unit. The device was programmed to infuse for 24 hours, but ran over by 4 hours. There was no known patient injury or medical intervention associated with this event. The customer also reported the device was tested by the customer biomedical department which found the device to under infuse. No additional information is available.